Event description:
A session data report from (B)(6) 2015 revealed a motor stall occurred on (B)(6) 2015 at 16:04 and a motor stall recovery occurred on (B)(6) 2015 at 16:27. There were no patient symptoms reported. The pump was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was undergoing an MRI at the time of the motor stall. The patient underwent an MRI and the manufacturing representative was aware of the stall.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).